Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead failed to advance over the stylet. The lead was not used and replaced. The patient was in stable condition.